Event description:
The customer reported being hospitalized with low blood glucose of 68mg/dl. The caller stated that he black out and was involved in a car accident, the customer was the driver. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.